Event description:
The customer reports disconnection and leaking on a pediatric patient between the "j-loop" ((B)(4)) and a 24 gauge angiocath in the ed. The nurse inserted a peripheral IV; a tight connection to the tubing was ensured and the line was flushed. The angiocath then disconnected and leaked fluid from the male luer of the extension tubing. The IV and extension set were replaced and the patient was then able to receive the intended treatment without incident. No additional patient or event details were provided by the customer.

Manufacturer narrative:
No product will be returned per customer. No investigation was performed.

Manufacturer narrative:
Additional information received.